Event description:
As reported by the user facility of uf report #3901190000-2006-0015: IV pitocin in 1000cc lr (as secondary) was piggybacked into primary IV. IV braun pump set to dose mode for oxytocin administration. Pump infusion rate set at 2mu/m/6cc/hr. Pump alarmed "solu container empty". IV tubing clamped, removed, checked and repositioned. Pump restarted. Repeat of events. IV pitocin was clamped and removed from primary port. Nurse noticed oxytocin infusion was free flowing with pump off. Approximately 150cc of solution was gone from IV bag. IV tubing removed from pump, noted not to fit properly in chamber. IV pump taken out of service and sent to biomed dept for inspection."